Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with an unknown celsius catheter and suffered heart block requiring surgical intervention. During the procedure, retrograde access was obtained, ablation was delivered to the posterior aspect by the celsius catheter without success. The ablation was then moved more to the septum. Once a lesion was placed, the patient went into heart block. A pacemaker was implanted, and the patient was eventually discharged from the hospital. There¿s no information regarding physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.